Manufacturer narrative:
International zip code: (B)(6).

Event description:
It was reported that, during surgery, the curved fast-fix 360's t1 & t2 simultaneously deployed. There was a backup device available. No significant delay or patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device intended for treatment, was not returned for evaluation. Due to unavailability conclusions were limited. Please note: inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Instruction for use contains instructions, precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: inadvertent twisting or bending of the delivery needle. Incomplete needle penetration through meniscus. Difficulty with reaching the desired tissue location. Entanglement with other instruments or devices. Inadequate tissue conditions. Anchors placed too far apart pulling the opposite anchor when not intended. Complaint history review indicated a similar related allegation for the lot number reported. DHR/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution. No further investigation is warranted at this time.